Manufacturer narrative:
Failure analysis confirmed the insulin pump had a cracked reservoir tube lip, broken battery tube threads, scratched display window and cracked case near reservoir window noted during visual inspection. There was also intermittent button response due to moisture damage on keypad traces. No button error alarms noted and no moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.